Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-07692. Related manufacturer report number 1627487-2019-07694.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report number 1627487-2019-07692, related manufacturer report number 1627487-2019-07694. It was reported that post implantable pulse generator was repositioned at an unknown date, due to discomfort (reported in manufacturer report number 1627487-2019-07691). Post procedure high impedances and ineffective stimulation issues were observed. Programming changes were attempted however was unsuccessful and patient was unable to feel paresthesia. A device system replacement procedure may take place at a later date.